Event description:
Treatment of a giant unruptured fusiform aneurysm measuring 28 mm x 11 mm located in the cavernous segment of the right ica (internal carotid artery). The patient was on dual antiplatelet therapy. On (B)(6) 2014 patient underwent pipeline embolization treatment. During the procedure it was reported that the pipeline (5.00 mm x 25 mm) was not fully opposing the vessel wall and balloon angioplasty (an option presented in the instructions for use, us) was performed to fully oppose the vessel wall. Post procedural angiogram showed an eclipse and slow flow into the aneurysm. No patient injury was reported as a result of the procedure

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).